Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was unpacked on september 02, 2019. According to the complainant, there was damage on the label in 1 of 3 boxes. It was noted that the damage was on the "product label side, not legal label". Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6). Problem code 2385 captures the reportable event of label was damaged in the boxes. Investigation result: visual examination found that the box of the alliance device was closed and sealed; however, the top and bottom of the cardboard box was damaged. It was also noted that the label on the box was also damaged. It is most likely that the manner the box was manipulated, transported and/or stored after it left the manufacturing process was not appropriate and resulted in the damages found; therefore the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was unpacked on september 02, 2019. According to the complainant, there was damage on the label in 1 of 3 boxes. It was noted that the damage was on the "product label side, not legal label". Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.